Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reports patient allegations of pain. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reports patient allegations of pain. Additional information received reported patient underwent a right hip revision on (B)(6) 2014 allegedly due to elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records reveal the (B)(6) 2014 revision was due to pain. The patient's operative report noted a bone scan was performed on an unknown date. The head was removed and replaced. Additional information in patient medical records reveal patient's blood was tested on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reports patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported patient underwent a right hip revision on (B)(6) 2014 allegedly due to elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: part us157854 m2a-magnum pf cup lot 653140; part 139254 m2a-magnum 42-50mm tpr insrt-3 lot 196670; part 14-103208 taperloc microp fmrl 15.0mm lot 584740. Reported event was confirmed by review of provided op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the revision op notes reveal patient underwent a right hip revision procedure approximately four (4) years post implantation. Revision operative findings show surgeon noted elevated chromium level with no significant soft tissue reaction or destruction. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.